Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate failed to fill properly during research and development testing. The following information was provided by the initial reporter: during r&d testing, we encountered 1 tube that did not fill during testing.

Manufacturer narrative:
Correction: the bd awareness date has been updated per initial notification email. The following field has been updated: g.4. Date received by manufacturer: 2019-09-19

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate failed to fill properly during research and development testing. The following information was provided by the initial reporter: during r&d testing, we encountered 1 tube that did not fill during testing.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate failed to fill properly during research and development testing. The following information was provided by the initial reporter: during r&d testing, we encountered 1 tube that did not fill during testing.